Event description:
The customer reported to olympus, the high flow insufflation unit experienced no front panel display. The issue was found during preparation for use in a diagnostic colonoscopy. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the 7-segment display on the volume was missing 1 segment. The front panel EU, blue bar, and unique device indicator label needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the low-pressure error was due to faulty led unit. However, the specific cause of the faulty led unit was not established at this time. Olympus will continue to monitor field performance for this device.